Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the down arrow and ok keypad buttons are sticking. The patient reportedly wears the pump on a belt and does not clean the pump. The keypad is reportedly intact. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The down and ok keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts.